Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. E1: contact number: (B)(6).

Event description:
The event involved an english for canada, plum 360¿ infuser compatible with ICU medical mednet¿ software in which the customer reported that the pump had a failed ICU battery and that the battery is leaking battery acid. They were made aware of the problem during start-up during preinstallation. The event did not occur in the clinical settings; the event was not noted in the device history. There was no delay in therapy. There was no patient involvement and no patient harm.